Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37092, lot# 242140001, implanted: (B)(6) 2010. Product type: accessory: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
Additional information received reported the patient had her spinal cord stimulation generator replaced and relocated on (B)(6) 2013 and was receiving ¿ideal therapy again¿ at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), determined that the battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 357. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to por. The device was recharged for 42 minutes and the battery charged from 2.005v to 3.450v. The battery discharged to the lock mode on (B)(6) 2013. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a physician mode recharge. The recharger had full coupling and the ins recharged for 4 hours and 45 minutes to an end voltage of 4.005v. (B)(4).

Event description:
Follow up information reported that the patient had been scheduled for surgical procedure on (B)(6) 2013 (8:45 am) to replace the implantable neurostimulator (ins) and to perform a revision of the pocket site. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patients implant had been "out of commission" for 2 weeks. The patient had been without stimulation for 10 days. It was stated the device had come out of the pocket for the second time (refer to manufacturer report# 3004209178-2013-03350 regarding first occurrence). The patient's system had worked well until a month prior to report. The problem was reported as "it slipped tilted" and charging was taking extremely long. The recharger unit would "die" before it would take a full charge, and it was also reported the recharger didn't recognize the implant at all. The patient was "trying to stay functional" while receiving no stimulation without taking a lot of oral pain medications. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient experienced difficulties recharging and therefore difficulties utilizing the device. The patient's device had moved from an upright position to more of a tilting position slightly above the patient's pelvis and below the abdomen. The patient had been referred to a physician for an implantable neurostimulator (ins) revision and possible replacement. The patient was scheduled for a pre-surgical consult on (B)(6) 2013 to discuss a new position for the ins. The surgery date for the pocket revision had not been reported. The patient was still having difficulties with recharging and daily utilization of the device. It was reported the patient had experienced a gain in weight causing the ins to protrude and tilt forward from the original position. It was unclear if the report of weight gain related to the first or second time the patient had a pocket issue. Additional information has been requested, but was not available as of the date of this report.